Event description:
It was reported that several months after the pump was implanted, the catheter began leaking, and the pt developed fever due to an infection. The pump was explanted and there were no further complications.